Event description:
The physician accordioned the tip of the neuron when attempting to insert the catheter through the sheath valve. The neuron was being inserted over a 035 wire without an inner catheter or peel away sheath.

Manufacturer narrative:
Technical evaluation: the distal tip of the catheter was ovalized. There is a stretched section between 4.7 and 7.1 cm and a flat spot between 9.0 and 10.4 cm. Conclusion: the incident was confirmed but not as reported. The incident report identified a "crumpled" section, implying that the catheter collapsed under compression. Based on the coil separation at the stretch point, the tip got jammed inside the sheath and expanded while the catheter was being withdrawn. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part #2314-04 (lot # l15647). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.